Event description:
It was reported the pt was unable to turn the ipg on, and was unable to locate the ipg with external devices. Follow up identified the pt had not charged the ipg in about four months. It was reported the physician would be notified of the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.